Event description:
Ureteral pigtail stent placed during left pyeloplasty, cystoscopy, and retrograde ureteropyelogram on 5/12/98. Pt presents on 5/21/98 with breakage of piece of ureteral stent. Piece removed. Device expiration date 2/1996.